Event description:
Pt who has angina was undergoing a percutaneous transluminal coronary angioplasty of an occluded left anterior descending when a malfunction occurred with the guidewire. A portion of the guidewire broke off and dislodged in the distal left main and proximal left anterior descending. The guidewire could not be retrieved. The pt was taken for emergency coronary bypass surgery. No further complications were noted. The pt was discharged.